Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported when the patient had an MRI on (B)(4) 2018 and their pump stalled and recovered, the motor stall recovered within two hours of exiting the MRI field. The motor stall that occurred on (B)(4) 2018 had not recovered at the time of the report. No further actions have been taken or planned at this time to resolve the motor stall. The cause of the motor stall has not been determined. If removed, the pump will be returned for analysis. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of bupivacaine and dilaudid at 15.878 mg/day and 6750 mcg/ml of fentanyl at 10717.65 mcg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). It was indicated the motor stall occurred on (B)(6) 2018. It was noted the patient did have an MRI on (B)(6) 2018, and there was a motor stall and recovery noted in the pump logs on that date. However, the patient had not recently had an MRI. The motor stall was currently active at the time of the report ((B)(6) 2018). Service codes 99 (loss of therapy) and 100 (potential under dose) were observed on the clinician programmer tablet. It was reported the patient was in a tremendous amount of pain and his tongue was swelling. It was reported the patient was experiencing withdrawal. Motor stall considerations were reviewed. No further complications were reported or anticipated.